Manufacturer narrative:
Jada functionned as intended once suction was established. Given the initial delay in initiating suction, this event will be reported as an MDR because based on the information available at this time we cannot rule out that the use of jada contributed to the need to escalate care to uterine artery embolization. We will amend this summary if additional information is available. The submission of this report is not an admission that the device caused or contributed to the reported event.

Event description:
The patient was noted to have abnormal postpartum bleeding related to uterine atony after delivery. Prior to jada insertion, the patient received txa (1 dose) and misoprostol. The estimated blood loss at time of jada insertion was 1968 ml. There was a delay in connecting to suction after jada insertion but once suction was established, bleeding was controlled within 2-5 minutes. At the subsequent verification step, when suction was turned off and the seal deflated, the patient became hypotensive, tachycardic and diaphoretic. Suction was re-established, 400 ml of blood was evacuated, and care was escalated to uterine artery embolization.